Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard disk, and the high voltage cable was replaced as a preventative measure and the software reloaded. The high voltage cable was replaced due to it showing signs of wear. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a message turn power off-wait five seconds-turn power on to reinitialize the system. This was done and the procedure was completed. There was no adverse effect on the patient. All patient data reported has been included in this report.